Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 20 mg/dl and 72 mg/dl. The lot number of the test drum was not provided by the customer. No adverse event reported. The test drum was discarded; therefore, no product could be requested to be returned for product evaluation.